Manufacturer narrative:
(B) (4) - damaged device. It is unknown if an instrument assessment was performed. The facility has not contacted the manufacture of the device regarding the damage. The device is used twice per week. The age of the device and the number of cycles is unknown. The device has not been previously damaged. There are no photographs available. The cleaning process includes the use of enzymatic detergent, diluted as recommended. The manufacturer and type of cleaning solution used is unknown. Rinsing is achieved under running water. The facility has not had changes to the cleaning process or in the products used for cleaning devices. There is no other sterilization or high level disinfecting modalities at this facility. The sterrad 50 sterilization system user's guide indicates: know what you can process: before processing any item in the sterrad 50 sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information.

Event description:
A report was received from the field alleging that an acmi ureteroscope was damaged after being processed in the sterrad 50. Per the report, the scope was processed and the next time they went to use the device it was melted. One side of the scope is bubbled up and flaking off. The customer stated the scope was not damaged prior to being processed in the unit. There was no injury to pts or healthcare workers. The facility indicated the device manufacturer recommends processing in the sterrad; however, did not specify which sterrad.